Event description:
Physician was performing an implantation of deep brain stimulator implantable pulse generator with connection to deep brain stimulator electrodes. Intraoperative interrogation of deep brain stimulation electrodes to determine impedance integrity. Using covidien two staplers with multiple misfires.